Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that a pt sample was repeated three times using a cd 1800 analyzer and generated imprecise results for hemoglobin. The results are as follows: 8.0, 10.2, and 9.6 g/dl. The results were not sent out of the lab because a physician had questioned results and requested a site service visit. No pt info regarding age, gender, weight or relevant history was provided. No impact to pt management was reported.